Manufacturer narrative:
The device history record (DHR) for the iabp involved in the event was reviewed. There were no nonconformances in the DHR related to the reported event. The customer representative provided service to the pump. They took the tank out and then reinstalled same tank and showed on screen as being full. Tested cs300 and could not duplicate failure. Tested helium circuit for leaks, passed specifications. The cs300 helium functioned to factory specifications. Performed the functional testing and safety check to meet factory specifications. The pump was returned to service. (B)(4).

Event description:
During transport the helium tank showed on screen as full but after about 3 hours went down to low helium. The case was completed without any issue or harm to the pt.